Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia blood glucose value of 526 mg/dl and reported discrepancy between sensor glucose values and blood glucose values. The customer reported hyperglycemia, diabetic ketoacidosis was treated with emergency medical service/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) unk_ngp. Troubleshooting was performed and confirmed customer received the reported issue high blood glucose and troubleshooting initiated for the issue discrepancy between sg and bg. It was unknown whether customer using the device or not before 48 hours of the event and it was unknown whether auto mode feature was active or not at the time of event. No further patient complications were reported. No product return is required for unk_ngp. Customer discontinued using the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.